Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood/body fluid in/on the helix mechanism and sleevehead. There was apparent explant damage. The full lead was returned and analyzed.

Event description:
It was reported that the right atrial pacing lead dislodged 3 days after implant. Fluoroscopy during the procedure showed that the helix appeared to be extended. The helix was retracted prior to lead explant and replacement. No patient complications have been reported as a result of this event.